Event description:
It was reported that during set up for a da vinci s surgical procedure, the surgeon experienced difficulty focusing the image through both eyes of the high resolution stereo viewer simultaneously. The site informed an isi technical support engineer (tse) that they would swap to their backup camera head and call back. The site called back to report that swapping to their back up camera head did not resolve the focusing issue. The tse verified the camera control unit settings and had the site re-perform the white balance, however, the issue persisted. Further troubleshooting actions were performed, however, the focus issue was not resolved. The patient was under anesthesia before the surgical staff made the decision to abort the procedure. No port incisions had been created. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported vision issue experienced by the customer was related to the camera heads. The system was repaired by replacing the affected camera heads. The camera heads were returned to isi for evaluation. Engineering evaluation revealed that the first camera head was dropped; thereby causing the focus adjustment to be out of tolerance. Engineering evaluation of the back up camera head revealed that the stage was damaged. As of 07/30/2009, there have been no reported recurrences of the issue at this hospital.